Manufacturer narrative:
Manufacturer's report date: 04/27/2011. (B)(4). The customer's report of the silicone tubing ballooning was confirmed, however, unable to determine if the ballooning occurred on priming as reported. Crush marks were noted on the upper fitment so set was most likely loaded in a pump module, which confers with customer statement that set was placed in a device. The ballooned set was loaded in a pump and a functional test was performed which produced an occluded fluid side alarm in less than one minute. The door to the pump was opened and the earlier noted ballooned section was then noted to be partially ballooned. Fluid was allowed to flow through the set via gravity; the balloon in the silicone tubing deflated due to the relief in pressure. No further ballooning of the silicone tubing or any leak was observed. The set was loaded back into the device and infusion completed with no further alarms noted. A pressure test was performed; the silicone tubing near the upper fitment ballooned at less than 5psi and no leaks were observed during a pressure test at 30psi from anywhere on the set. The set was primed and fluid was allowed to flow through the set via gravity; no further ballooning of the silicone tubing was observed. Testing has shown that even with a compromised silicone segment, the pressures involved with normal priming are not high enough to cause ballooning. The root cause of the pumping segment ballooning during priming and the inability to infuse through the set was not identified.

Event description:
Customer reported pumping segment ballooned upon priming. When set was placed into the pump, it would not infuse. No patient contact with product reported.